Event description:
It was reported that the patient become hypotensive. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. Transseptal puncture was performed with no issues. The was navigated with the pigtail into the laa and an appendogram was taken which showed that the laa looked appropriate to proceed. The closure device was prepped and inserted into the was. The device was then deployed in the laa where all release criteria were met and the device was successfully implanted in the patient. There were no issues that occurred and the patient was hemodynamically stable at the end of the procedure. Later that day the patient had shortness of breath and low blood pressure. The physician performed a pericardiocentesis which drained 450ml of fluid. The patient was monitored overnight and was noted to have a drop hemoglobin and still remained short of breath. The patient was monitored and had no other planned interventions or treatments.

Event description:
It was reported that the patient become hypotensive. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. Transseptal puncture was performed with no issues. The was was navigated with the pigtail into the laa and an appendogram was taken which showed that the laa looked appropriate to proceed. The closure device was prepped and inserted into the was. The device was then deployed in the laa where all release criteria were met and the device was successfully implanted in the patient. There were no issues that occurred and the patient was hemodynamically stable at the end of the procedure. Later that day the patient had shortness of breath and low blood pressure. The physician performed a pericardiocentesis which drained 450ml of fluid. The patient was monitored overnight and was noted to have a drop hemoglobin and still remained short of breath. The patient was monitored and had no other planned interventions or treatments. It was further reported that the patient experienced a pericardial effusion. The patient has since been discharged from the hospital doing well.